Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the pump powered on to a blank display with functional auditory and vibratory features. The pump cover was removed and no internal defects were found. Investigation revealed a failure of the pump¿s electrically erasable programmable read-only memory (eeprom). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a display (blank screen) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.